Event description:
It was reported that an ilet user experienced an occlusion alarm while using a steel contact detach infusion set with 23-inch tubing, accompanied by elevated blood glucose, and the issue resolved only after changing the infusion set and connector and resuming delivery. Symptoms included high blood glucose. Outcomes included user troubleshooting and education and shipment of replacement supplies. Investigation included technical troubleshooting with the user. Investigation of this case revealed multiple occlusions associated with the infusion set in use. It was concluded that the event was consistent with an infusion set occlusion that resolved after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.